Event description:
It was reported that pump experienced malfunction, with customer stating that malfunction occurred but providing no further details. There was no reported impact to the customer¿s blood glucose level. Technical support later powered on pump and repeatedly observed malfunction alarm, after which pump was turned off and on to reset it and a replacement pump was arranged while original device was expected to be returned for evaluation; no additional information was received regarding the outcome of the event.